Event description:
It was reported that the atrial lead exhibited loss of capture and high impedance. When device configuration was changed; the patient experienced diaphragmatic stimulation. During revision it was noted that the lead had sustained rib clavicular crush damage. The lead was capped and replaced. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.